Manufacturer narrative:
Please refer to the attached analysis report for complete details.

Event description:
The physician noticed the presence of noisy egms in the episodes stored in device memories. The preliminary analysis of the associated patient files suggests that the noise was most probably originated from emi or myopotentials.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician noticed the presence of noisy egms in the episodes stored in device memories. The preliminary analysis of the associated patient files suggests that the noise was most probably originated from emi or myopotentials.